Manufacturer narrative:
(B)(4). The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power system error, back up battery fails, and low battery. The power management tool confirmed power system error, back up battery fails, and low battery alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Customer reported via phone call that they need to change battery three times a day and insulin pump history contains replace battery alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated that they were used previously used batteries. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.